Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment or partial display due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell, causing display screen to go black. Customer's blood glucose was 245 mg/dl. Customer was advised that insulin pump would need to be replaced.